Manufacturer narrative:
H11: h2: corrected data on h6 (medical device problem code & type of investigation).

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported devices were received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion device 1 was returned in the pret1 setting with the suture returned off the insertion device (the t1 implant was cut off and not returned), the t2 was still in the channel ready to deploy. The insertion device 2 was returned in the pret1 setting with no suture or implants. There is biological debris on the devices. A functional evaluation was performed on the returned devices and found that they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair, the t1 and t2 of two (2) fast-fix 360 dislodged from the inserter. The procedure was completed without a surgical delay using an equivalent sn back-up device. No further complications were reported.